Manufacturer narrative:
H10: actual sample was available for evaluation. The visual inspection by naked eye of the product showed the product dry without protection cap. In the header cap of the code side, 3 black particulate matter identified as silicone was visible. The reported condition was verified. The cause was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material, further described as "two black spots" was observed at the top of the filter of a polyflux 170h. This event occurred before use. There was no patient involvement. No additional information is available.